Event description:
It was reported that the patient experienced diaphragmatic stimulation after the implant procedure. Reprogramming was done to turn off the left ventricular (lv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2014; 5076, implantable pacing lead, (B)(6) 2014. (B)(4).